Manufacturer narrative:
The tech replaced the brake steer with an upgrade kit to resolve the issue.

Event description:
The tech alleged that the brakes are not holding on the foot end of the stretcher. No pt impact.